Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. H6: other - device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank and the device was alarming. The device was not in patient use.